Manufacturer narrative:
Manufacturer¿s investigation conclusion: the evaluation of the returned modular cable did not confirm any device-related issues which would have contributed to a functional issue. It was reported that the patient underwent pump explant due to infection and recovery, and no issues related to the modular cable were reported. The heartmate 3 modular cable was returned in used condition. No signs of damage (cuts, holes, tears, etc.) Were observed, and the controller and inline connector pins appeared unremarkable. Visual inspection of the returned modular cable revealed, the white lock/unlock indicators on the inline connector were completely worn off. The relevant sections of the device history records for modular cable, lot number 8670062, were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revisions of the IFU and patient handbook can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas IFU, rev. D and the heartmate 3 lvas patient handbook, rev. A are currently available. The IFU and patient handbook contain information on how to clean and care for the driveline. Section 6 of the IFU and section 4 of the patient handbook instruct the user to keep the driveline clean and check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables.¿ furthermore, section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Evaluation of the modular cable returned revealed discoloration of the outer silicone jacket as well as discoloration of the system controller connector and inline connector bend reliefs. Additionally, the white lock/unlock indicators on the inline connector were completely worn off.